Event description:
It was reported that on unknown date, during inspection of a loaner set at the field service location. It was observed that the radiolucent insertion handle frn was broken. There was no known patient or hospital involvement. This report involves one (1) unknown impaction instrument this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the unk - impaction instruments: trauma (p/n: unk - impaction instruments: trauma, lot number: unk) was received at juarez pal. Visual examination found a broken fragment of a driving cap was returned. The overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.